Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: needlestick. Detailed inquiry description: safe report: when using the b braun IV catheters, once the catheter was advanced and the needle was taken out, coworker was stuck by the needle even with the safety device deployed. This safety device is not sufficient enough to prevent needle sticks that will break the skin. This resulted in a coworker exposure.